Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated they were seeing the ¿ins in the box¿ screen on the patient programmer. It was unclear what the patient was doing when the message came up. The patient also alleged that they were seeing simple mode, even though they were supposed to be in advanced mode. It was reviewed the patient would need to see the hcp. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the ¿ins in the box¿ message was unknown. The patient was using their other programmer and saw the nl for interrogation, the date was unknown. There were no further complications reported.